Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect balloon design (balloon wall thickness excessive) ¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance. Secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed. Catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was unable to deflate the balloon when tried to remove the foley catheter from the patient and stated that they had to call ambulance to take the patient to hospital for withdrawal. It was also stated that the user wanted to speak to tenured uro agent that could explain how this catheter insertion and removal work. Per additional information received via follow up on 20sep2021, it was stated that the home health nurse could not remove the foley catheter because the balloon could not be deflated. The nurse advised the patient to go the emergency room. The emergency room nurse could not get the catheter out either and called the doctor in. The complainant stated that the doctor thought they might need to do surgery because they could not get the balloon to deflate, but the doctor pulled on the catheter hard, and it did come out. The doctor found that the balloon was already deflated because there was a hole in it. The doctor took the catheter to the sink, inflated the balloon with saline and confirmed that the balloon had a hole in it.

Event description:
It was reported that the nurse was unable to deflate the balloon when tried to remove the foley catheter from the patient and stated that they had to call ambulance to take the patient to hospital for withdrawal. It was also stated that the user wanted to speak to tenured uro agent that could explain how this catheter insertion and removal work. Per additional information received via follow up on 20sep2021, it was stated that the home health nurse could not remove the foley catheter because the balloon could not be deflated. The nurse advised the patient to go the emergency room. The emergency room nurse could not get the catheter out either and called the doctor in. The complainant stated that the doctor thought they might need to do surgery because they could not get the balloon to deflate, but the doctor pulled on the catheter hard, and it did come out. The doctor found that the balloon was already deflated because there was a hole in it. The doctor took the catheter to the sink, inflated the balloon with saline and confirmed that the balloon had a hole in it. Per follow up information received via phone on 14jan2022, the foley could not be removed by the home health nurse and the nurse advised them to take the patient to the emergency department. In the emergency department, it was discovered the foley balloon had a hole in it. It was also stated that the patient had multiple sclerosis for 27 years. The patient went to long term care and developed coronavirus disease. It was also stated that the foley would plug up from debris. They gave the patient a medication to help with the debris. It was also stated that the patient died two weeks prior. Clinical follow ups were attempted on 25feb2022 and 28feb2022 and voicemails were left to obtain additional information. Per clinical follow up via return call on 01mar2022, they clarified that the inflation port was getting plugged with what seemed to be debris because the nurse couldn't deflate the balloon to remove the catheter. The nurse put saline into the port to see if it would help clear the debris, but it did not help. It was further stated that the patient was in the hospital with pneumonia in october and then later developed covid and passed away. The cause of death listed on the death certificate was covid-19. The death was not related to the device.

Manufacturer narrative:
The reported event was inconclusive since the physical sample was not returned. Video sample was received. It is unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the video sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the video noted water leaked from the balloon of the catheter as the user attempted to inflate it. A potential root cause for this failure could inadequate pressure on the machine to punch. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the metal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was unable to deflate the balloon when tried to remove the foley catheter from the patient. And stated that they had to call ambulance to take the patient to hospital for withdrawal.